Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed that one of the returned companion samples was confirmed for low vacuum. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container experienced vacuum loss and kept stopping at 400 ml or 600 ml instead of 2200 ml. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.